Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of approximately 545 mg/dl. The customer was treated through intravenous insulin and saline, and with long acting insulin. Customer was released from the ER the same day with no permanent damage. Reportedly, the cause of the reported issue was due to the battery not charging, and subsequently the pump shutdown. The customer reverted to an alternated method of insulin therapy.